Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the necessary pump reset information, assisted the customer in resetting the device, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if the issue reappeared.